Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment due to pain and emergency services were activated. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced pain during a ccpd treatment on the liberty select cycler at home on (B)(6) 2022 due to comorbidities that were unrelated to pd therapy. The patient safely discontinued their pd treatment and was transported to the hospital via emergency services. The patient was admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on either (B)(6) 2022 or (B)(6) 2022 (exact date of discharge unknown). It was confirmed the patient¿s pain experienced during a ccpd treatment, and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment due to pain and emergency services were activated. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced pain during a ccpd treatment on the liberty select cycler at home on (B)(6)2022 due to comorbidities that were unrelated to pd therapy. The patient safely discontinued their pd treatment and was transported to the hospital via emergency services. The patient was admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on either (B)(6) 2022 or (B)(6) 2022 (exact date of discharge unknown). It was confirmed the patient¿s pain experienced during a ccpd treatment, and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: a3.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment due to pain and emergency services were activated. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced pain during a ccpd treatment on the liberty select cycler at home on (B)(6) 2022 due to comorbidities that were unrelated to pd therapy. The patient safely discontinued their pd treatment and was transported to the hospital via emergency services. The patient was admitted to the hospital on the same day. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on either (B)(6) 2022 or (B)(6) 2022 (exact date of discharge unknown). It was confirmed the patient¿s pain experienced during a ccpd treatment, and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.